Manufacturer narrative:
Corrected patient codes and updated with return information. The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A health care provider reported that the pump was explanted on (B)(6) 2017. The pump reservoir volume was not checked before the MRI procedure on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient went through an MRI procedure on (B)(6) 2017. The patient's pump was not reset after the MRI procedure. After the MRI procedure, the patient experienced withdrawal symptoms, which include increased pain, fever, muscle spasms, shaking, sweating, incontinence, diarrhea and headaches. The patient was hospitalized on (B)(6) 2017. On (B)(6) 2017, the post-MRI pump reset procedure was successfully performed. The medication in the pump reservoir was removed before the reset procedure, and the same medication was injected back into the pump reservoir after the reset procedure. It was noted that a small volume of this medication had splashed out when it was injected back into the pump reservoir as the stopcock in the refill kit was not used. This change in medication volume was not accounted for and programmed into the pump. Additionally, the patient's daily dose was increased by 10% during this appointment. On (B)(6) 2017, the patient's wife reported she was concerned that her husband was being overdosed because he was sleeping more than usual and experienced a lack of appetite. The physician did not believe that the patient was suffering from overdose symptoms, and advised the patient to come in for an appointment on (B)(6) 2017. It was observed during the (B)(6) 2017 appointment that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate. The pump will be explanted at a later date. The pump therapy medications are dilaudid and bupivacaine, and the dosages are unknown.

Manufacturer narrative:
The pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing flow rate tests. The pump operated per specification. Based on the results of the investigation, the reported issue was not confirmed. (B)(4)

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2017 and was discharged the following day.